Manufacturer narrative:
(B)(4).

Event description:
The patient's family reported that the device was implanted due to parkinson's disease. There was no improvement for rigidity and the symptom was increasingly severe. The device had been reprogrammed with no effect. There was not a 50%or greater symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. The device was explanted in (B)(6) 2015. If additional information is received, a follow up report will be sent.